Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 400 mg/dl. The customer is in the hospital and advised to call back once she gets released from hospital. Customer was assisted in speaking with the nurse about how to get her bolus history.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.